Manufacturer narrative:
The investigation for the pump stop issue has been completed. The field data logs were reviewed and no high purge pressure alarms were observed. Low pump flow leading to high motor current pump stops were noted. The returned pump was visually inspected and biomaterial was observed in the cannula. Blood was observed in the purge gap. The pump was attempted to be activated but an immediate high motor current pump stop reproduced. The purge gap was again inspected and remnants of biomaterial were observed in the purge gap. The cause of the pump stop was biomaterial. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 66 year old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that while trying to come off bypass, the impella stopped and a "impella stopped/high motor current" alarm occurred. An attempt was made to restart by restarting the console, but it did not restart. The pump was replaced. There was no patient harm reported.